Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital. H3 other text : see h.10.

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in had a connecter that could not attach to the mating component. The following information was provided by the initial reporter: "it was reported that the catheter is difficult to advance without blowing veins, hard to attach IV tubing to hub and patients were complaining of more pain that usual. Event description per attached email states: ahs mdip # 3339 / manufacturer code/model: 386808. Date of incident (yyyy-mm-dd): (B)(6)2020. Difficult to advance without blowing patient vein (requires more attempts on patient). Hard to attach IV extension tubing to hub of IV catheter. Patients seem to find them more painful than usual."

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in had a connecter that could not attach to the mating component. The following information was provided by the initial reporter: "it was reported that the catheter is difficult to advance without blowing veins, hard to attach IV tubing to hub and patients were complaining of more pain that usual. Event description per attached email states: ahs mdip # 3339 / manufacturer code/model: 386808 date of incident (yyyy-mm-dd): (B)(6) 2020. Difficult to advance without blowing patient vein (requires more attempts on patient). Hard to attach IV extension tubing to hub of IV catheter. Patients seem to find them more painful than usual."